Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized in emergency room due to high blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was over 600 mg/dl and then customer got the blood glucose down to blood glucose 130 mg/dl. Customer stated they went up over 500 mg/dl pretty quick. Customer stated most recent blood glucose was 153 mg/dl. Customer was tired and sick with shortness of breath. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose using insulin drip. Customer did not get any messages like insulin flow blocked and he changed the reservoir and the site twice. Customer reported he has the bad flu or cold or something now and he was very tired. The insulin pump will not be returned for analysis.